Event description:
A report was rec'd that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Testing indicated that the internal; battery would not hold a charge, the device was opened and battery pack was found to be rusted, indicating that the device had been contaminated by fluid. The device was found to alarm "check clutch" during delivery testing, despite testing the root cause of this alarm could not be determined. The clutch assembly was replaced which corrected the alarming condition. After repair, the device was found to pass all delivery, accuracy and functional tests.